Manufacturer narrative:
The qc recovery data provided was acceptable. It was found that the customer centrifuges samples for 5 minutes at 5100 rpm, which may be too short and too fast. The alarm trace showed sample foam detection, qc out of range, reagent loader, incomplete calibration, and preclean short alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The troponin reagent lot number is 63981101. The expiration date was not provided. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient samples on a cobas e 801 analytical unit. The initial troponin result was 20.100 ng/l. The initial patient result was reported outside of the laboratory because the sample was inadvertently tested on an analyzer that was still undergoing validation testing. The sample was repeated on an e601 analyzer and the result was 0.010 ng/ml with flag. The repeat result was deemed correct.